Event description:
The patient had blisters that had become yellow and clouded. After this event, blisters were opened. The doctor said this event might have been related to the product and those blisters were possibly occurred under negative pressure. The patient resolved on (B)(6) .